Event description:
A (B)(6) male pt contacted zoll customer support to report that when attempting to download, his monitor would not go past the lifecor screen. Both batteries were fully charged, but neither would get the monitor past the splash screen and his name was not displayed. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up past splash screen) was confirmed. Upon eval, the monitor would not open past the splash screen. It was determined that the arm processor was unable to bootstrap to the dsp through the shared memory. The arm processor was reset each time the dsp could not receive the signal to perform all necessary functions. The root cause for the faulty shared memory cannot be positively determined, but is likely due to a random component failure on the computer analog board. No adverse event resulted from the defective monitor. The pt received a replacement monitor.